Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. All available photographs were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 1990, the patient underwent the tka surgery with pfc implants. After the surgery, the implants were suspected to be loose. On (B)(6) 2021, the revision surgery was performed. Because there is no supply of pfc implants at present, the surgeon performed a trial reduction with a pfc sigma insert trial and a patella trial, and as it was confirmed to have no problem, pfc implants were replaced with a pfc sigma insert and a patella. The revision surgery was completed without any surgical delay. No further information is available. Doi: (B)(6) 1990. Dor: (B)(6) 2021. Unknown side.